Event description:
It was reported that this lead was explanted due to insulation fracture, removed with laser and rotating extraction tool. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).